Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "did not alarm upstream occlusion during infusion" was not reproduced. Evaluation sent device to flowline for ultrasonic sensor us occlusion, ultrasonic sensor us air, and downstream occlusion testing and the device passed all tests. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not trigger an alarm for upstream occlusion during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.